Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the procedure, the patient experienced pericardial effusion. The effusion was drained. The lead was explanted and replaced. The patient did well.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.